Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain, infections, dyspareunia and additional surgeries. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.